Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon became stuck on the guide wire. The lesion being treated was a "very tight" lesion in the proximal to mid left anterior descending (lad) artery. The physician successfully deployed a taxus express2 8.8% 3.5 mm x 20 mm drug eluting stent at the site of the lesion. After the balloon was inflated and deflated, the physician noted that the balloon "locked down" on the guide wire. The stent delivery system, guide wire, and balloon were completely removed as a unit from the pt's body. The procedure was completed and there were no pt injuries reported. The physician then tried to remove the guide wire from the balloon catheter and the catheter shaft broke right at the rapid exchange port.